Event description:
There is no 510k submission even if the MFR claims there is. MFR's advertisment implies "it is FDA certified for use in the us" but it has not been approved by the FDA. The device has safety problems with irradiating blood. One of the safety problems is damage to the dna. The device is significantly different from the old device on the market. This technical difference makes it unsafe. The product labeling makes claimes that cannot be proven. Pt is usually hooked to the administration set and blood flows through the device and than goes to the bottle and it is pumped back to the pt. Therefore, being exposed to ultraviolet light source.